Event description:
As reported by legal, approximately 8 years post op the initial left tka, this 69 male patient was revised due to severe osteolysis and synovitis in the left knee secondary to polymeric wear.

Manufacturer narrative:
Pending manufacturer evaluation.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear and osteolysis as stated in the legal documentation. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs, photographs, or operative notes were not provided.